Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented on day two (2) postop with hyphema associated with iop increase and hand motion vision. The surgeon conferred with glaukos medical monitor who reported that the patient was on medication (neptazane), and that possible causes of the reported event and treatment options were discussed based on patient status. Additional information has been requested.